Event description:
A peritoneal dialysis nurse contacted baxter to report that the transfer set was leaking and broken. No patient injury or medical intervention is associated with this complaint.

Manufacturer narrative:
(B)(4).per the customer, the sample was not available.a follow-up report will be filed should any significant supplemental information become available

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to lack of sample available for evaluation. A batch review for the manufacturing lot number (h09k16088) showed no related production problems. Complaint text indicates that the center had trained the patients to very tightly lock the cap of the transfer set. This could be the root cause of the failure but no sample was available to verify this and determine root cause. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Leaks occurred in 14 different transfer sets. All the 14 transfer sets were from the same lot number. Upon further investigation by a baxter nurse on site, it was found that the center had trained the patients to very tightly lock the cap of the transfer set. The nurse noted that it might be the root cause of leaking transfer sets at this center.